Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer claimed that their arctic sun device had been returned from service last month but had a malfunction during the therapy. A data file was received by the customer. Per additional information received via task on 16apr2025, per servicemax, an evaluation was performed and the data file showed normal device operation. There were alarms for 113 due to low flow resulting in removal of power from the heater. The low flow was due to an increase in pressure which caused the circulation pump to run at a lower power.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer claimed that their arctic sun device had been returned from service last month but had a malfunction during the therapy. A data file was received by the customer.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. A review of the risk document, dfmea ra2800028, revision 16, was performed for this investigation. The reported event is addressed in step # d370. Based on this review the risk is within the expected range. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer claimed that their arctic sun device had been returned from service last month but had a malfunction during the therapy. A data file was received by the customer. Per additional information received via task on 16apr2025, per servicemax, an evaluation was performed and the data file showed normal device operation. There were alarms for 113 due to low flow resulting in removal of power from the heater. The low flow was due to an increase in pressure which caused the circulation pump to run at a lower power.